Event description:
A (B)(6) old female pt contacted zoll customer support to report that her monitor would not power on and then emitted a loud unfamiliar noise. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code) has been confirmed. Upon investigation, the monitor would not power on. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components u102 and u105. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective flash memory. The pt was issued a replacement monitor.